Event description:
It was reported that the customer was hospitalized several times for low blood glucose. Troubleshooting was performed. The settings on the insulin pump were correct. It was also stated that prior to the hospitalization. Customer treated the high blood glucose with a bolus of 6 units. No additional information was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.